Manufacturer narrative:
Patient information- request was made for patient information, information not yet received. Serial/lot number of motor requested; information not yet provided. Related manufacturer report number 2916596-2023-01729. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient on centrimag support had their driveline of their motor separated to facilitate a computed tomography (CT) scan. The reason for the scan was unknown at the time. A s3 alarm was present after the reconnection of the cable to the console. The alarm was described as an s3 loss of flow reading.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2023-01730. The MFR number should have been fei-based with the 10 digit fei being (B)(4). Manufacturer's investigation conclusion: the reported events of an s3 alarm and the screen showing a blank flow were not confirmed as no products were returned for analysis and the event was not observed in the log file. A log file was downloaded from the returned centrimag console. Throughout the log file, the unit was observed to be operating the motor at the set speed without any issues. The data in the log file did not indicate any issues with the centrimag motor. The centrimag motor was not returned for analysis. The root cause of the reported events could not be conclusively determined through this analysis. The serial number of the centrimag motor was not reported with the event. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.